Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their v-pro 1 plus sterilizer was emitting sparks. No injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
Contrary to the reported event, the v-pro 1 plus sterilizer did not catch fire. The user facility stated they did not observe fire emitting from the v-pro 1 plus sterilizer but saw "sparking." The v-pro 1 plus sterilizer subject of the reported event is approximately 11 years old. The steris service technician inspected the v-pro 1 plus sterilizer and found the heater wire near the door hinge had become damaged resulting in an electrical short. Due to the damage sustained, the unit was permanently removed from service. A new unit was installed at the user facility. A complaint review determined this to be an isolated event. No additional issues have been reported.